Event description:
A large resistance was encountered between the unknown microcatheter and the coil. A kink was found on the coil during analysis on the returned product. During a coil embolization, through the guiding, the unknown microcatheter was advanced to the lesion over the guidewire. Large resistance was felt upon advancing the trufill dcs 10x30 coil into the non-cordis microcatheter. This coil was removed from the microcatheter and another trufill dcs 10 x 30 was advanced into the same microcatheter to complete the procedure. Continuous flush was maintained within the microcatheter. There was no adverse consequence to the patient.

Manufacturer narrative:
Based on the information provided by the user, this was determined to be a nonreportable malfunction, however, upon reviewing the analysis report: "the coil was attached to the gripper but exhibited a small kink" the determination is changed from not reportable to malfunction. The reported impeded complaint could not be confirmed. The introducer is zipped completely and was not inserted over the support coil. The coil is still attached to the gripper with a small kink, entangled around the introducer and support coil. Functional testing could not be performed on the sample because the introducer was not inserted over the support coil. Dimensional examination of the delivery tube outer diameter was measured and found to be within dimensional specification. The DHR review revealed no related anomaly. The exact cause for the reported complaint could not conclusively be determined due to returned condition. It is possible that the resistance encountered with insertion of the dcs coil through the unknown microcatheter caused the kink found in the returned coil. The compatibility with dcs coils and the unknown microcatheter is not known. It is possible that this may have contributed to the resistance encountered, and led to the kink in the coil. Due to the fact that the returned coil was not recaptured in the protective introducer, but was entangled around the introducer and delivery system, it is likely that the post procedure handling and packaging caused the kink. The complaint does not appear to be manufacturing related. Complaints of this type will continue to be monitored to determine if action is necessary.